Event description:
Follow-up identified the issue resolved with surgical intervention.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge for over a year. Reportedly, the ipg would no longer communicate and the patient programmer displayed an error message indicating the device inoperable. As a result, surgical intervention was undertaken on (B)(6)2018 where the ipg was replaced with a new model.